Event description:
On (B)(6) 2012, the patient reported that on (B)(6) 2012 she noticed the smell of insulin and her shirt was wet at her infusion site. Her blood glucose level was elevated to 400 mg/dl and her normal range is 150-200 mg/dl. She stated that insulin was leaking from her infusion set. She changed the infusion set and programmed a bolus of insulin with her infusion device to correct the elevated blood glucose level. She felt the symptoms of hyperglycemia. The patient's blood glucose level did not return to normal and she noticed insulin leaking at the same area on her infusion tubing. Her blood glucose level remained around 400 mg/dl. She stated the insulin was leaking where the infusion tubing connects to the headset at the infusion site. She confirmed that the connector is locked securely when connecting the infusion tubing. The patient again changed her infusion set. Follow-up with the patient revealed that her blood glucose levels had returned to normal and she did not experience any further problems with insulin leaking from the infusion set. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion sets were replaced and requested to be returned for product evaluation.